Manufacturer narrative:
(B)(4).

Event description:
It was reported that "blood was found leaking from the catheter body at about 5cm from the junction hub and about 50cm from the catheter tip, several hours after placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l PICC for analysis. Signs of use in the form of biological material were observed. Visual analysis confirmed a hole at the 55 cm marking on the catheter body. Microscopic examination confirmed a hole was present in this location. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e scalpel, scissors, etc). No other defects or anomalies were observed. The hole on the catheter body measured 54mm, from the juncture hub. The overall length of the sheath measured 21.75", which is within the specification limits of 21.5"-22" per the sheath product drawing. The outer diameter of the sheath measured 0.0690" , which is within the specification limits of 0.0690" - 0.0695" per the sheath extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. While flushing the distal lumen, leakage was observed at the 55cm marking on the catheter body. A manual tug test confirmed that the distal and proximal extension lines are secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter body leak was confirmed through investigation of the returned sample. Visual analysis revealed a hole in the 55cm marking on the catheter body. The appearance of the damage is consistent with damage resulting from contact with a sharp instrument (i.e scalpel, scissors, etc.). The catheter met all relevant dimensional and functional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "blood was found leaking from the catheter body at about 5cm from the junction hub and about 50cm from the catheter tip, several hours after placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".